Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook instinct endoscopic hemoclip. The first clip deployed onto the tissue site but fell off in a closed position. See MDR 1037905-2013-00512. The second clip was attached to the tissue site, but would not release from the deployment device. The clip could not be reopened and had to be pulled off the tissue site. Two additional clips were required in response to pulling the clip off the tissue. See MDR 1037905-2013-00513. No part of the devices remained inside the patient's body. The first clip fell off in a closed position in the patient (see MDR 1037905-2013-00512). Due to the performance of the second clip (see MDR 1037905-2013-00513), two additional clips were placed. The patient did not require any additional procedures due to these occurrences. According to the initial reporter, the patient did not experience any adverse effects due to these occurrences.

Manufacturer narrative:
Investigation evaluation: the device was returned without the clip therefore a functional test could not be performed. The drive wire is securely attached at the handle and the hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined due to the condition of the returned product and because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.